Event description:
It was reported that the patient was seeing an informational screen on programmer that her ins needed to be replaced (battery low). The patient stopped feeling stim about 1 week ago and had a return of symptoms (loss of therapeutic effect and loss of bladder control) for the past week. The patient had an appointment with their healthcare provider scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v018342, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).